Manufacturer narrative:
The eval has not yet been performed on this stretcher. The user facility has requested a stryker field service tech eval be performed. The eval results will be reported in a f/u report upon completion of the eval.

Event description:
It was reported by the user facility that an x-ray technician was using the stretcher and that the stretcher's steering mechanism allegedly did not work. When the technician turned the corner, the stretcher continued to move forward instead of steer to the side. She than allegedly strained her back reaching for the stretcher. It was also reported that the technician already had a back issue when the strain occurred. The technician did seek treatment but was told to just rest and was out of the hospital for a maximum of 2 weeks.